Event description:
This case was initially received via regulatory authority (reference number: mw5100626) on (B)(6) 2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of device breakage ('small residue of essure in my uterus') in a female patient who had essure (batch no. A33566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), pelvic discomfort ("discomfort"), dysgeusia ("metallic flavor in the mouth"), alopecia ("hair falling out"), nausea ("nausea"), diarrhoea ("diarrhea"), vomiting ("vomiting"), noninfective gingivitis ("inflammation of gum") and gingival bleeding ("gum bleeding"). The patient was treated with surgery (bilateral salpingectomy with uterine horns). Essure was removed in 2019. At the time of the report, the device breakage and pelvic discomfort outcome was unknown and the dysgeusia, alopecia, nausea, diarrhoea, vomiting, noninfective gingivitis and gingival bleeding had resolved. The reporter considered alopecia, device breakage, diarrhoea, dysgeusia, gingival bleeding, nausea, noninfective gingivitis, pelvic discomfort and vomiting to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('small residue of essure in my uterus') in a female patient who had essure (batch no. A33566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), pelvic discomfort ("discomfort"), dysgeusia ("metallic flavor in the mouth"), alopecia ("hair falling out"), nausea ("nausea"), diarrhoea ("diarrhea"), vomiting ("vomiting"), noninfective gingivitis ("inflammation of gum") and gingival bleeding ("gum bleeding"). The patient was treated with surgery (bilateral salpingectomy with uterine horns). Essure was removed. At the time of the report, the device breakage and pelvic discomfort outcome was unknown and the dysgeusia, alopecia, nausea, diarrhoea, vomiting, noninfective gingivitis and gingival bleeding had resolved. The reporter considered alopecia, device breakage, diarrhoea, dysgeusia, gingival bleeding, nausea, noninfective gingivitis, pelvic discomfort and vomiting to be related to essure. The reporter commented: removal date 2019 had to be removed from field since system calculates to earlier date ((B)(6) 2019) than reported date of implantation (B)(6) 2019. Lot number: a33566, manufacture date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.